Event description:
The information received from the field states that during the attempted stenting of the right superficial femoral artery (sfa vessel characteristics unknown) (patient age and gender unknown), when advancing the 10 x 80mm smart stent over a cordis stork wire (0.035"), the physician met great resistance before the device entered the patient and eventually the device "locked up" on the wire. When he attempted to pull the device off of the wire, it would not move at all. When force was applied to remove it, the stent deployed and the inner member of the stent delivery system (sds) separated and remained on the wire. The physician then cut the guidewire at the hub and advanced a guidecatheter over the guidewire to maintain target vessel access. The guidewire was removed, another guidewire was inserted, and the lesion in the right sfa was successfully stented with another device. The physician then turned his attention to the left sfa. After successfully accessing the lesion with a guidewire, the physician advanced a 12 x 80mm smart stent (lot uknown) into the lesion site; however, when he deployed the stent, it jumped forward and partially deployed. The physician did not attempt to retrieve the stent back into the delivery system. Instead, he attempted to withdraw the stent back through the guidecatheter, however, it would not fit into the guidecatheter. Subsequently, he removed the delivery system and the guider as a unit. The procedure was successfully completed with another device. There was no reported patient injury.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch represents one of two products that was involved in this procedure and is related to mfg# 9616099-2006-00972 and 9616099-2006-00973.